Event description:
The following was reported to hamilton medical ag: summary: per biomed, hospital staff states that during ventilation the device alarmed and then shut down, patient was removed from the device and placed on another. That's all the information that was given to biomed. Biomed is not even sure of the date of the event. Device was put onto a room. Asked if they could get more information, but I don't think more will come. Biomed says there are lots of tech faults in the logs.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: per biomed, hospital staff states that during ventilation the device alarmed and then shut down, patient was removed from the device and placed on another. That's all the information that was given to biomed. Biomed is not even sure of the date of the event. Device was put onto a room. Asked if they could get more information, but I don't think more will come. Biomed says there are lots of tech faults in the logs.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. ----------------------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields: follow-up 2 - additional information: the entry fields have been updated. It was alleged that during ventilation the device alarmed and then shut down. The patient was removed from the device and placed on another device. The event did not cause or contribute to a death or serious injury to a patient. As per logfile, it is observed that the device went into safety ventilation after alarming the user. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: summary: per biomed, hospital staff states that during ventilation the device alarmed and then shut down, patient was removed from the device and placed on another. That's all the information that was given to biomed. Biomed is not even sure of the date of the event. Device was put onto a room. Asked if they could get more information, but I don't think more will come. Biomed says there are lots of tech faults in the logs.